Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, teratoma and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, teratoma, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding. As discrepancy noted in essure confirmation test: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2007: essure confirmation test (unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event essure migration, genital abnormal bleeding, dysmenorrhea (as written) (cramping), apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, psych injury, uti, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, teratomas, weight gain. Patient demographic details, reporter and product information was added. Lab dada added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a 31-year-old female patient who had essure (ess205) (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, pap smear abnormal, autonomic neuropathy, irregular periods, rash, erythema, human papilloma virus colonisation, knee injury, acne and cholecystectomy. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen sodium (naproxin) and terbinafine. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). In (B)(6) 2009, the patient experienced rash papular ("red bumps") and skin discolouration ("brown patches on face"). On (B)(6) 2009, the patient experienced abdominal distension ("bloating,"), 2 years 11 months after insertion of essure (ess205). In 2010, the patient experienced iron deficiency anaemia ("anemia"). In 2018, the patient experienced pelvic pain ("pelvic pain") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), the first episode of vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), the second episode of vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("ibs"), cholelithiasis ("gall bladder stones") and device expulsion ("migration of essure device location of device: one moved down toward the uterus") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, teratoma, weight increased, abdominal distension, rash papular, skin discolouration, the last episode of vaginal discharge, irritable bowel syndrome, cholelithiasis and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cholelithiasis, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, rash papular, skin discolouration, teratoma, tooth disorder, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding. As discrepancy noted in essure confirmation test: (B)(6) 2007, (B)(6) 2008 the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. The exact same procedure was then performed on the right tubal ostia with 1 coil trailing at the left ostia at end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: essure confirmation test-(unspecified) result-bilateral occlusion. Lot number:624840 manufacturing date:2007/06, expiration date:2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a 31-year-old female patient who had essure (ess205) (batch no. 624840) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, pap smear abnormal, autonomic neuropathy, irregular periods, rash, erythema, human papilloma virus colonisation, knee injury, acne and cholecystectomy. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen sodium (naproxin) and terbinafine. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal,"). In (B)(6) 2009, the patient experienced rash papular ("red bumps") and skin discolouration ("brown patches on face"). On (B)(6) 2009, the patient experienced abdominal distension ("bloating,"), 2 years 11 months after insertion of essure (ess205). In 2010, the patient experienced iron deficiency anaemia ("anemia"). In 2018, the patient experienced pelvic pain ("pelvic pain") and back pain ("back pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), the first episode of vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), the second episode of vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("ibs;"), cholelithiasis ("gall bladder stones") and device expulsion ("migration of essure device location of device: one moved down toward the uterus") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, teratoma, weight increased, abdominal distension, rash papular, skin discolouration, the last episode of vaginal discharge, irritable bowel syndrome, cholelithiasis and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cholelithiasis, device dislocation, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, rash papular, skin discolouration, teratoma, tooth disorder, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure (ess205). The reporter commented: patient received treatment for- pain, bleeding. As discrepancy noted in essure confirmation test: (B)(6) 2007,(B)(6) 2008 the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. The exact same procedure was then performed on the right tubal ostia with 1 coil trailing at the left ostia at end of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : event added- abnormal bleeding (vaginal), rashes or skin conditions type: red bumps, brown patches on face, blood, vaginal discharge, gastrointestinal or digestive type: ibs; bloating, gall bladder stones, migration of essure device location of device: one moved down toward the uterus'. Medical significant criteria for event genital hemorrhage was removed. Event aka name added, reporter added, lot number added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.